Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also alerted for high impedance and ventricular high rate was seen that did not look appropriate. The patient went to their clinic and impedance measurements were back to normal. It was decided to monitor the lead. Since then, there have been three more lias. The patient is scheduled to meet with their physician to determine the next course of action. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevated sensing integrity counter (sic), oversensing, low impedance, and high rate non-sustained episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician opened the pocket and noticed that the lead had damage due to suspected clavicle crush. The lead was explanted and replaced.